Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative on 2018-sep-26. It was reported that surgical intervention occurred "the next day" after the previously reported events. A catheter revision was performed and the pump was re-sutured. The flipped pump had been confirmed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient presented to the emergency room with a return in spasticity. The hcp attempted to read the pump but could not and it was suspected that the pump had flipped. It was reported that the hcp had manually flipped the pump and released the patient before any troubleshooting could be performed. It was suspected that an x-ray was taken but had not been seen by the device manufacturer representative at the time of this report. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was alive with no injury at the time of this report. It was unknown if the issue was resolved. No further complications have been reported as a result of this event.